Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to return the problematic pump to tandem using the provided return box and pre-paid label. Technical support sent a replacement pump and provided necessary instructions, including how to put the pump in storage mode prior to its return. The customer opted to use manual daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.